Event description:
It was reported that during a breast biopsy the physician kept attempting to take samples and was not retreiving any. They changed probes and continued to have the issue. They switched to the vacora system and finished the case.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.